Event description:
Per the clinic, the patient experienced poor performance with device use. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2015, and the patient was reimplanted with another device during the same procedure.

Manufacturer narrative:
Device not available for analysis.

Manufacturer narrative:
This report is filed (B)(6) 2015.